Event description:
The customer reported falsely depressed neutrophils generated on the alinity hq processing module for a 75-year-old male patient. The following data was provided (units of measure provided: 10e9/l): (B)(6) 2026, sid: (B)(6): (B)(6) result = 0.217 and 0.167, (B)(6) = 2.89. Additional laboratory data was provided: wbc: (B)(6) result = 3.82 and 3.86, (B)(6)= 3.76, hemoglobin: (B)(6) result = 88.7 g/l and 89.7 g/l, (B)(6) = 88.5 g/l, platelet: (B)(6) result = 121 and 116, (B)(6) = 115, lymphocytes: (B)(6) result = 0.73 and 0.607s, (B)(6) = 0.662, monocytes: (B)(6) result = 2.78 and 3.04x, (B)(6) = 0.18, eosinophils: (B)(6) result = 0.043 and 0.027, (B)(6) = 0.007, basophils: (B)(6) result = 0.05 and 0.042s, (B)(6) = 0.02. A smear slide was reviewed and no blast cells were seen. No impact to patient management was reported.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated.specimen results, flow cytometry standard (fcs) files, and smear images were reviewed. The review found that the hct, mcv, mchc, and rdw parameters were flagged as suspect, and the asym flag was generated for all sample runs. Additionally, the lym, mono, and baso parameters were flagged as suspect/invalid, and the blast flag was generated for the repeat runs. The repeat run on hq00633 generated the mono boundary not found flag. Data flagging (suspect/invalid) was generated for some of the wbc differential parameters, indicating the verification of the results was required. Review of the fcs files found the scatter plots appeared abnormal, with neutrophils showing very low pss values. Review of the smear images confirmed the cells are neutrophils. A review of tracking and trending did not identify any trends. Device history record was reviewed and did not identify any nonconformances related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity hq processing module, serial number hq00633 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely depressed neutrophils generated on the alinity hq processing module for a 75-year-old male patient. The following data was provided (units of measure provided: 10e9/l): (B)(6) 2026, sid: (B)(6): (B)(6) result = 0.217 and 0.167, (B)(6) = 2.89. Additional laboratory data was provided: wbc: (B)(6) result = 3.82 and 3.86, (B)(6) = 3.76 hemoglobin: (B)(6) result = 88.7 g/l and 89.7 g/l, (B)(6) = 88.5 g/l platelet: (B)(6) result = 121 and 116, (B)(6) = 115 lymphocytes: (B)(6) result = 0.73 and 0.607s, (B)(6) = 0.662 monocytes: (B)(6) result = 2.78 and 3.04x, (B)(6) = 0.18. Eosinophils: (B)(6) result = 0.043 and 0.027, (B)(6) = 0.007. Basophils: (B)(6) result = 0.05 and 0.042s, (B)(6) = 0.02. A smear slide was reviewed and no blast cells were seen. No impact to patient management was reported.